Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted. Visual and x-ray inspections of the lead revealed the helix to be clogged with blood/tissue and an over torqued inner coil at the connector region, which is consistent with procedural damage. The reported event was the helix would not extend which was confirmed. Based on the information received and the device analysis, the cause of the reported event was due to the over torqued inner coil and blood and tissue in the helix.

Event description:
During an implant procedure, the helix of the right atrial (ra) lead would not extend and the lead could not be fixated. The ra lead was replaced to resolve the event and the patient was stable.